Event description:
Customer reported a colleague infusion pump that did not trigger an upstream occlusion under test conditions. Fluid oscillated without delivering anything and did not alarm and did not turn off. There was no patient involvement. No patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4) the analysis found that one long60a device was returned in good visual condition and with one ecr60w cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing with a white load the device fired properly, however, the tech could not open the device to load another cartridge. The device did not become stuck on tissue; the jaws could not be opened. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.